Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, it was reported that reprocessing at the user facility was practiced in accordance with the instructions for use (IFU). It was confirmed that the air/water nozzle was deformed. Therefore, the cause of the remaining foreign material was presumed to have been due to physical damage of the subject device, leading to foreign material that could not be removed despite reprocessing being correctly practiced. A further cause of the deformation could not be established. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "[Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon follow up, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There was no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation and the customers concern of a deformed nozzle was confirmed. Additionally, it was discovered that the nozzle had foreign objects in it. This was due to insufficient cleaning. The following are events were identified and are as follows: (a.) Due to wear of angle wire, bending angle in upward direction does not meet the standard value, (b.) Due to wear of angle wire, the play of up/down knob is out of the standard value, (c.) Adhesive on the bending section cover had a chip, (d.) Adhesive on the bending section cover had a crack, (e.) Adhesive on bending section cover had white-clouded area, (f.) Due to clogging of nozzle, air supply volume does not meet the standard value, (g.) The objective lens had a scratch, (h.) The connecting cover had a scratch, (I.) Due to damage on charged coupled device unit, the image was not displayed, (j.) Paint on the suction cylinder was peeled, (k.) The protector of the universal cord on the suction connector side had a scratch, (l.) The protector of universal cord on control section side has a scratch, (m.) The switch button 3 had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the air/water nozzle of the evis lucera elite colonovideoscope was deformed. There were no reports of patient harm.the device was returned and an evaluation at the repair center revealed foreign matter inside the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.